Event description:
The inflate/deflate port on the internal fecal management system (dignishield) was cracked off. Prior nursing staff (day before) had rigged up a way to puncture the site of the port and deflate the balloon, but when I tried this, it did not work. With the assistance of another nurse, we manually felt where the balloon was and if it was still inflated. It seems to have passively deflated, so it was able to be removed safely without harm to the patient. However, it was a safety risk to have that port crack off and the tube remain in the patient.